Event description:
It was reported that the patient experienced chest pain during use of the implantable cardioverter defibrillator (ICD). The ICD was reprogrammed and patient's medication was altered, which resolved the patient's complications. The patient is enrolled in the evera_MRI study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).